Manufacturer narrative:
The investigation is ongoing. The device was not returned for evaluation.

Event description:
As reported by implant patient registry, approximately 7 months post implant of a 23mm sapien 3 ultra valve in the aortic position, the valve was explanted and a surgical valve was implanted. The reason for the explant is unknown at this time.

Manufacturer narrative:
The device was not returned for evaluation. No imagery was provided. Therefore, no visual, functional, or dimension evaluation was able to be performed. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not performed. As no serial number was provided, a device history record (DHR) review, lot history review, and complaint history review was unable to be performed. A review of the IFU and training manuals revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for post implantation valve requires intervention unknown mechanism of failure was unable to be confirmed due to unavailability of returned device/relevant imagery/medical records. A review of the DHR did not provide any indication that a manufacturing nonconformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per the report, approximately 7 months post implant of a 23mm sapien 3 ultra valve in the aortic position, the valve was explanted, and a surgical valve was implanted. The reason for the explant is unknown at this time. Per the instructions for use (IFU), device explant is listed as one of the potential risks associated with the device and tavr procedure. In this case, the valve is not available for evaluation. The reason for explanting the valve approximately 7 months post tavr is unknown. Due to limited information, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.